Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 344 mg/dl.

Manufacturer narrative:
Follow up with the customer on (B)(4) 2015 indicated that the customer administered a manual injection and blood glucose level was 115 mg/dl. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.